Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Event description:
The customer reports that a 39-year-old male paramedic was drawing up medication and was wearing gloves. The safety clasp was not engaging. This then resulted in a needlestick injury from a used needle. It was not documented if the person wearing had any open cuts. The paramedic cleaned the area with soap and water and applied bandage to the area.